Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had the absence of no delivery alarm on the insulin pump. Customer's blood glucose at time of incident was 300 mg/dl. The customer did not want to troubleshoot at this time. The customer is to call a the end of her infusion set to troubleshoot. The customer was advised that we are replacing out the infusion set.